Event description:
N/a

Manufacturer narrative:
(B)(4). The certas valve was returned or evaluation: DHR - review of the history device records was not possible as the lot number was unknown failure analysis - the valve was visually inspected; no defects noted. The valve passed the tests for programming, occlusion, leaks, reflux, siphon guard and pressure. The catheter passed the test for occlusions. No root cause could be determined as the technician was unable to confirm the problem reported by the customer. The possible root cause for valve occluded, could be due to biological debris and protein build up this may cause an occlusion, but at the time of investigation no occlusion was noted.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the certas valve was clogged and it was no longer consistent. The valve was implanted on (B)(6) 2020 and on (B)(6) 2020, the patient developed symptoms of headache and vomiting, and the valve was replaced on (B)(6) 2020.